Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with lysis of adhesions, abdominal sacral colpopexy, halban culdoplasty, anterior repair, division of vaginal septum and cystoscopy due to sui, vaginal vault prolapse, cystocele, rectocele and enterocele.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with anterior colporrhaphy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also shown in the medical records that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted, though this product was not mentioned in the complaint. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.